Manufacturer narrative:
Continuation of medical devices: 5554-53 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was noted to have an estimated 21 months of remaining longevity. Approximately six months later, the estimated longevity had decreased to 6 months. After another approximately two months, the device had reached recommended replacement time (rrt), whereupon the patient became symptomatic due to the switch to vvi pacing mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.